Event description:
It was reported that during an aneurysm procedure, the operator deployed the subject stent using a microcatheter. Visual inspection confirmed that the subject stent was fully deployed and positioned as intended. However, while withdrawing the microcatheter, the operator felt a slight pulling sensation. Subsequent imaging revealed that the subject stent was slightly shifting as the microcatheter was retracted. Repeated gentle attempts did not resolve the issue, leading the operator to conclude that the microcatheter and the subject stent became entangled. The operator attempted to resolve the entanglement by advancing the delivery wire of the subject stent forward but was unsuccessful. Subsequently, a shaped guidewire was used to push forward, which also failed to disentangle the devices. The operator tried advancing an intermediate catheter, hoping to use it to retract the microcatheter and resolve the issue, but this attempt was also unsuccessful. Finally, the operator delivered a new microcatheter through the intermediate catheter. With this new microcatheter, the operator successfully pushed apart the entangled parts, separating the microcatheter from the subject stent. The patient's blood vessel experienced spasms, and the distal vessels were temporarily not visible under angiography. After the operation concluded, the patient's vessels gradually returned to normal. However, upon visual inspection, the physician noted a white radiopacity at the aneurysm neck, suggesting the formation of partial thrombus at the aneurysm neck during the procedure. The operator subsequently administered thrombolytic medication, and the vascular imaging returned to normal. As of now, the patient's condition remains stable.

Event description:
It was reported that during an aneurysm procedure, the operator deployed the subject stent using a microcatheter. Visual inspection confirmed that the subject stent was fully deployed and positioned as intended. However, while withdrawing the microcatheter, the operator felt a slight pulling sensation. Subsequent imaging revealed that the subject stent was slightly shifting as the microcatheter was retracted. Repeated gentle attempts did not resolve the issue, leading the operator to conclude that the microcatheter and the subject stent became entangled. The operator attempted to resolve the entanglement by advancing the delivery wire of the subject stent forward but was unsuccessful. Subsequently, a shaped guidewire was used to push forward, which also failed to disentangle the devices. The operator tried advancing an intermediate catheter, hoping to use it to retract the microcatheter and resolve the issue, but this attempt was also unsuccessful. Finally, the operator delivered a new microcatheter through the intermediate catheter. With this new microcatheter, the operator successfully pushed apart the entangled parts, separating the microcatheter from the subject stent. The patient's blood vessel experienced spasms, and the distal vessels were temporarily not visible under angiography. After the operation concluded, the patient's vessels gradually returned to normal. However, upon visual inspection, the physician noted a white radiopacity at the aneurysm neck, suggesting the formation of partial thrombus at the aneurysm neck during the procedure. The operator subsequently administered thrombolytic medication, and the vascular imaging returned to normal. As of now, the patient's condition remains stable.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was reported as 'moderately tortuous'. It was reported that 'during an aneurysm surgery, the physician deployed a stent using a microcatheter. Visual inspection confirmed that the stent was fully deployed and positioned as intended by the physician. However, while withdrawing the microcatheter carrying the stent, the physician felt a slight pulling sensation. Subsequent imaging revealed that the stent was slightly shifting as the microcatheter was retracted. Repeated gentle attempts did not resolve the issue, leading the physician to conclude that the microcatheter and the stent had become entangled. The physician initially attempted to resolve the entanglement by advancing the delivery wire of the stent forward but was unsuccessful. Subsequently, a shaped guidewire was used to push forward, which also failed to disentangle them. The physician then tried advancing an intermediate catheter, hoping to use it to retract the microcatheter and resolve the issue, but this attempt was also unsuccessful. Finally, the physician delivered a brand-new microcatheter through the intermediate catheter. With this new microcatheter, the physician successfully pushed apart the entangled parts, enabling the microcatheter to separate from the stent. During the earlier troubleshooting process, the patient's blood vessel experienced spasms, and the distal vessels were temporarily not visible under angiography. After the operation concluded, the patient's vessels gradually returned to normal. However, upon visual inspection, the physician noted a white radiopacity at the aneurysm neck, suggesting the formation of partial thrombus at the aneurysm neck during the procedure. The physician subsequently administered thrombolytic medication, and the vascular imaging returned to normal. As of now, the patient's condition remains stable. The physician believes that a problem with either the microcatheter or the stent contributed to the aforementioned issues'. The risk of the reported events: ¿patient vessel thrombosis¿ and ¿patient vasospasm¿ are both documented in the dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to these reported events. The microcatheter is reported to have become entangled with the deployed stent. However, by the time the stent is fully deployed, the microcatheter has been gently retracted in a single continuous movement. Therefore, the microcatheter ought to be proximal to the stent. While there are a number of potential causes for the reported procedural codes, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to ar events: ¿device interaction with another device¿ and ¿stent dislodged/migrated¿.